Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that atrial impedance dipped below 100 ohms. Atrial sensing was intermittent.